Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic cholecystectomy, the resident fired the clip applier three times with no issues. On the fourth firing, the clip scissored. It partially sheared the cystic artery. The attending surgeon then fired another clip and it scissored again. They were able to control the bleeding with a new 5mm clip applier. The case was delayed for 5 minutes while they controlled the bleeding. The patient did not require additional intervention or blood products as a result. There were no issues with the second clip applier and the procedure was completed successfully.